Event description:
It was reported that an alert was generated for an out of range right ventricular (rv) intrinsic amplitude. Appropriate ventricular sensing was observed on the presenting electrogram. An alert was also generated for right ventricular automatic threshold (rvat) detected as greater than programmed amplitude or suspended. An increase in rv threshold measurements was observed recently in comparison to implant measurements. Values have increased from 0.7v to 5.0v and the rv pacing output adapted to 5.0v. Review of a recent stored rvat electrogram showed loss of capture at 3.4v. Further rv lead assessment was recommended due to acute changes in lead measurements since recent implant. The lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.